Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The biomedical engineer replaced the device's therapy connector assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to service. The device was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that a pin had broken off inside of their device's therapy connector. As a result, defibrillation therapy may be delayed or not available, if it was needed. There was no report of patient use associated with the reported event.